Event description:
It was reported that the patient experienced periodic episodes of high glucose levels. During one of these episodes, the patient found that the cannula was bent; however, no line occlusion alarm was received. The patient reported wearing the infusion site on the abdomen and alternating between sides for site rotation. The infusion site was replaced and rotated, after which the patient's glucose levels gradually began to decrease. The event involved the patient, and no patient harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.